Event description:
It was reported that a user pairing a new Libre 3+ experienced intermittent pairing failures, receiving a pairing failed alert on first attempt but succeeding on the second scan, and education on possible causes was provided with blood glucose not affected, which aligns with an intermittent communication failure involving an electrical and magnetic component, specifically the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure involving the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.